Event description:
At the end of rotator cuff repair, the physician noticed smoke coming out of the drape where the device was. The wand was smoking and was making a beeping sound. Drapes were immediately taken out. No burns noted to patient or drapes. Patient remained in stable condition.